Manufacturer narrative:
Initial and final MDR 1911090 - MDR 8021545-2024-02008 - device 4 of 5 e1: patient city: (B)(6) patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced five infusion sets fell off events on (B)(6)2024. Blood glucose level reported during the event was high. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).